Manufacturer narrative:
Hill-rom has investigated this case with the following result. The malfunction on the actuator can only occur if the lift arm is manually lifted to the highest position thereby damaging the actuator (user induced malfunction). In order for the actuator to drop the patient the actuator needs to be raised in the highest position and the patient needs to be manually lifted additional 1 inch. This can also occur if the patient is lying in bed and caregiver raises bed and lift to a working position. The patient is placed in sling and sling attached to sling bar. During this, the lift arm is manually lifted causing the extension rod to jam on top of the threaded rod inside the actuator. The bed is lowered until the patient is hanging in the sling. Caregiver activates hand control to lower lift, actuator does not lower the lift arm but the spindle nut is lowered inside the actuator. External force is applied to the lift causing the extension rod to slide off the threaded rod and fall down to the spindle nut. The sudden drop of the actuator results in a free fall of the patient. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the actuator to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from (B)(6) stating that the lift arm dropped causing the patient to fall back onto the bed. The lift was located in the patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).